Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it; malfunction did not recur, customer was advised to continue using pump and to call back if malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.